Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nano¿ pro ultra-fine¿ pen needle failed to deliver insulin during use. The following information was provided by the initial reporter: "consumer reported finding during flow check clogs and/or different amounts of insulin that comes out."

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that the bd nano¿ pro ultra-fine¿ pen needle failed to deliver insulin during use. The following information was provided by the initial reporter: "consumer reported finding during flow check clogs and/or different amounts of insulin that comes out".